Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that, during pretest water from the foley catheter could not be completely drained, only about 7 ml was drained. No measures were taken because the problem occurred during pretesting.

Manufacturer narrative:
The reported event was unconfirmed. Received (3) photo samples. The photo sample was returned and could not be evaluated for the reported failure. Received a 3-way temp sensing catheter with cut portion of inlet tubing and a straight tipped syringe. Inflated balloon with 10 ml of solution using the returned syringe and the catheter rested with no leaks noted. The balloon was asymmetrical. Observed 100:0. Deflated balloon passively in 3 minutes and 3 seconds with no cuffing noted. The reported event was not confirmed; however, a new record has been created to address the asymmetrical balloon. No root cause could be found because the reported event was unconfirmed. The reported event is unconfirmed, a risk review is not required. The reported event is unconfirmed, a labeling review is not required. A device history record review was not required as the investigation was unconfirmed. The investigation is concluded, and no additional action is required at this time. Correction: d,e,h UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that, during pretest water from the foley catheter could not be completely drained, only about 7 ml was drained. No measures were taken because the problem occurred during pretesting. Per notification from investigator on 17dec2025 stated that, asymmetrical balloon was found during evaluation.